Event description:
It was reported that the pt had been experiencing occasional stabbing pain down the right leg since the implant. The pain occurred when the stimulation was off and on. No further info is available at this time.

Manufacturer narrative:
(B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.